Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic, it was noted that the atrial lead dislodged. During the revision procedure, the lead helix was unable to extend once moved to a new position. The lead was explanted and replaced. No patient symptoms were reported.